Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not beep or alert them for a low predict alert. Customer reported their blood glucose was 92 mg/dl and their sensor glucose was 93 mg/dl. Customer stated they set the alert type to beep. Troubleshooting found the insulin pump failed a self-test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement and self tests. The pump was monitored and functioning properly. No audio/beep anomaly or cosmetic damage noted.